Manufacturer narrative:
Additional FDA product codes include: kra- catheter, continuous flush. Dqe- catheter, oximeter, fiberoptic. Dqo- catheter, intravascular, diagnostic. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of this swan ganz catheter the nurse noticed white fluid dripping from and around the catheter as well as within the catheter sheath. Leakage occurred while infusing cleviprex. The catheter had been in place for 4 days when the leakage was noted. While in place, the insertion depth was 53 cm. Insertion depth was monitored consistently and did not change during use. The nurse was instructed to remove the catheter from the introducer. There was no patient injury.